Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One device was confirmed. One device was determined to be bent and caused an accessory to break. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke while using with the device and the device was bent. There was patient involvement; no patient impact.